Manufacturer narrative:
Additional information: correction: b1 (changed to adverse event product problem), (changed to unknown), email of initial reporter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced pain, pinching/pulling sensation, bulging on abdomen, recurrence, interferes with her ability to enjoy activities with children, and discomfort. Post-operative patient treatment included hernia repair and daily pain medication.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral hernia repair using mesh. After the surgery the patient began to experience pain at the surgical site, which she described as "pinching" or "pulling" sensation. Approximately 5 years post op the patient's pain intensified as she began to see "bulging" on her abdomen. The patient was rushed by ambulance to the emergency department where she became aware that her hernia had recurred and was strangulated. The patient underwent emergency surgery to repair the hernia. Since the corrective surgery the patient continues to experience pain and discomfort at her surgical site on a daily basis. Her pain increases in severity with activity and interferes with her ability to enjoy activities with her two children. The patient had discussed her chronic pain with doctors and was advised that her only option to manage the symptoms was daily pain medication.